Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. The device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was received for evaluation. This is an ancillary service event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included visual inspection, functional and electrical testing of the device. The device failed for earth leakage. This was caused by a malfunctioning pump assembly due to fluid intrusion. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.